Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented to the hospital due to experiencing multiple shocks. The physician discovered that the inappropriate shock was being delivered. A chest x-ray revealed that the right ventricular (rv) lead was dislodged. Due to the rv lead dislodgement inappropriate capture and sensing occurred on the implantable cardioverter-defibrillator. The rv lead was successfully repositioned. The patient was in stable condition.